Event description:
Information was received, from a patient. Who was implanted with an implantable neurostimulator (ins). The reason for call, was patient reported, they were having a lot of pain in their back lately. And their machine doesn't seem to be working really well. Patient mentioned, they charge their implant every day. The issue began a couple months ago. The patient was redirected to their healthcare provider to further address the issue. Additional information was received, from the patient (pt). They reported, that they have continued problems with charging. Pt noted, sometimes it charges fine and other times they can't get it to charge. Pt also noted, sometimes it takes longer to charge. It will display charging, but will not show good or excellent quality. Pt reported, they have issues with increasing pain levels. And it was much better, during the trial session. Pt noted, when they charge, they either lie in bed or sit in a chair. Pt reported, the issue has not been resolved. Even though, they were trying to use best charging practices.

Manufacturer narrative:
B3: event date is year valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.